Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
(B)(6) has been having problems recently with the cak drill bit 5.8mm. It leaves a small shelf of bone when perforating through the skull. If they take one more turn they will perforate through the dura. They have been moving it back slightly to finish the burr hole. They have not had this problem until recently (last few months). Per rep: the date you were first informed of the described event: (B)(6) 2016. The name and address of the institution where the event occurred. Please, if possible, provide the codman customer account number: (B)(6). The product code of the device involved in the reported incident: 82-6614. The number of devices involved in each reported event: large drill bit. Did these event(s) occur intra-operatively? Occurred during placement of a ventriculostomy in ICU. Did the reported event(s)cause any delays in the procedures or surgeries over 30 minutes? No. What action were taken to resolve the issues? Backed up the drill bit and drilled one more time to remove the bone shelf left by the drill bit. Were there any adverse consequences to the patients? No. Please provide the date the described event(s) occurred: unsure. Are the device(s) being returned for evaluation? No. Are there a serial or lot numbers you can provide? No, but I requested that if it happens again, to send me a photo of the sn.